Event description:
Event description guidant received information that the patient with this pacemaker presented to the emergency room with symptoms of dizziness, blood pressure issue, and several syncopal episodes. The physicians could not find a cause for the patient's symptoms,and as a result, would like to remove and replace the device. The caller questioned if his symptoms were related to the recent advisory.